Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was offline. The field service engineer (fse) found the station had lost its internal ip address, re-entered the address, and rebooted the station. The nurse tested and verified that the station was functioning properly. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was offline and unable to log in. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.